Event description:
Patient was undergoing embolization procedure using the penumbra coil system. During the procedure, while deploying the ninth coil, the physician felt abnormal feedback from manipulating the device. The physician noted the px slim delivery microcatheter was damaged about 20 cm from the proximal end. The coil was deployed successfully in the patient. After removing the px slim from the patient, it fractured completely when the physician attempted to examine it in saline. No adverse effect on the patient.

Manufacturer narrative:
Result: the catheter is fractured at approximately 33.0 cm and 52.0 cm from the hub. The fracture is in the middle of the polymer material and shows evidence of stretching. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the catheter was found damaged during the procedure after delivering multiple coils. The physician stated that the catheter fractured after soaking in saline. The catheter was fractured in the middle of the polymer material and not at a material junction. The exact cause of the issue cannot be determined from the complaint description. However, based on the observations made during the device investigation, it appears that the catheter may have fatigued during the deployment of multiple coils as evidenced by the statement by the physician that he could see the pusher through a tear in the catheter, then was weakened further during removal from the patient, and broken during additional manipulation when soaking in saline. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.